Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedance. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein patients system was explanted to address the issue.